Manufacturer narrative:
Evaluation summary: verified. Found diode d3 on high voltage board shorted and lower case broken. Replaced diode d3 and lower case. Unit functions correctly. Co does not consider this document or its contents to be an admission that a device is defective or that a device has caused a death or serious injury. This document contains confidential or proprietary information. Neither this document nor the information therein is to be reproduced, distributed, used or disclosed, either in whole or in part, except as specifically authorized by co.

Event description:
During testing, unit will not charge and displays error code 001. Monitoring/pacing functions are operational. No pt involvement. Awaiting return of device for analysis.